Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and was unable to duplicate the customer reported issue. As a precaution, the se replaced the solenoid valve assembly. The ventilator passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator's compressor became inoperative. Additionally, it was reported that the compressor was the primary source of air as the external air was unavailable. The patient was transferred to another ventilator without harm.